Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches - door closed. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿failed binary switches - door closed¿ was confirmed. Received on 22-jan-2025 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. External inspection revealed a dented front case. Unit failed binary switches test on asm. Internal inspection revealed a misaligned door lock plate. The lock plate was unable to fully push the door flag, causing the door open/close switch to fail. The lock plate was re assembled, and the unit passed the binary switches test. Misaligned door lock plate. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue on failed binary switches was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged front case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches - door closed. There was no patient involvement.